Event description:
Following a pump refill, the patient became really sick; and "half the baclofen was gone". Saline was filled into the side-port of the pump. In regards to outcome, the patient was noted as being fine now. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).